Event description:
It was reported that this implantable pacemaker recorded t-wave oversensing episodes since on (B)(6) 2024. The health care professional (hcp) observed that the t-wave amplitude was 0,75 millivolts while the r-wave was 1,2 millivolts. Changes were observed during the follow up on t and r-waves. There is an increase in the right ventricular (rv) threshold registered since the end on (B)(6) 2024. The technician will discuss about atrial gain control increase at 1 millivolt with the cardiologist after checking the surface echocardiogram and possible x-rays to analyse the system position. The device remains in service. No adverse patient effects were reported.